Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 15mm x 3.75mm nc quantum apex balloon catheter was advanced to the target lesion and inflated at 12 atmospheres during the first inflation. However, on the second inflation at 14 atmospheres, the balloon ruptured. There was no kink prior to use. The balloon was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Magnified inspection revealed a 15mm longitudinal tear from the proximal to distal ends of the balloon. The hypotube was kinked 59.5cm from the strain relief. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).